Event description:
It was reported that in 2000, a 6f angio-seal device was deployed in the left femoral artery of a pt. The deployment was performed in the radiology suite and there were no pt complications. The pt was scheduled for a left axillobifemoral graft (fem-pop) three weeks later due to peripheral vascular disease. During the bypass graft procedure, after the initial cut down to the vessel was made, the physician reported a large area of inflammatory reactive tissue around the angio-seal device. Due to the inflammation, the surgeon utilized an alternative technique in order to perform the surgery. It should be noted that the pt has been on long term steroid therapy due to a severe history of chronic obstructive pulmonary disease (copd), asthma and degenerative joint disease (djt).